Manufacturer narrative:
(B)(4). One open/used reservoir was evaluated. A visual inspection was performed and the plunger, stopper-plunger and o -rings were found to be missing. Analysis was unable to confirm customer complaint.

Event description:
Customer reported via phone call that reservoir was leaking insulin. Customer cannot recall their blood glucose reading. Reservoir was returned for analysis.